Event description:
The recipient reportedly experienced dizziness following implant surgery. The patient was prescribed meclizine.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is no longer taking medication and the dizziness has resolved. This is the final report.